Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) device exhibited noise and oversensing. Technical services (ts) reviewed and stated that patient was having a procedure done so it was not sure if there was any underlying intrinsic rhythm. There was asystole noted. The health care professional (hcp) suggested programming options. This device remains in service. No adverse patient effects were reported.